Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The investigation did identify a different error code during the testing, but could not determine a root cause for the observed error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device software was updated and the device passed all testing.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45636. The battery door had been opened for 10 seconds, and then error code 41626 had occurred. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.